Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When dr inserted clso, the stent was bent and it was not inserted. If not, with the device in question, how was the procedure finished? Please confirm if same wire-guide and endoscope was used with replacement device. They used the same g/w and stent. And it was inserted well in the second procedure. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Ercp product cabinet (shaded area). What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Olympus visiglide2 0.025¿ 450cm. Was the wire guide lubricated prior to use? Yes. Was the wire guide inspected for damage prior to use? No. Was the device at the center of the complaint inspected for damage prior to use? Yes. Were any other defects observed on the device prior to return (other than the reported complaint issue? No. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? Yes, he did sphincterotomy. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. Was the straightener used, which was provided with the device, and was there any resistance while straightening the stent yes, there was no resistance. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g., guiding catheter shortened, stent cut etc.) No. Please indicate why the modifications were necessary. Were any preparatory steps performed to the device (per instructions for use, if applicable) prior to noticing the damage? If so, please describe how the device was prepared. The nurse used a straightener to protect the posterior flap of the clso and inserted it into the g/w and pushed it with pc-7. What was the type of introducer used with the stent pc-7. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf-206v 4.2mm. Does your medical facility have a service/maintenance schedule associated with its endoscopes? No. Was resistance encountered when advancing the introduction system in place to the target location? Yes, it was inserted well in the second procedure. How did the physician determine the length of the stent to be used for the procedure? Flouro screen. *was the stricture dilated prior to placing the device? (If so, please indicate what device(s) were used.) No. *was resistance encountered when advancing the stent through the obstructed area? Yes.

Manufacturer narrative:
Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required device evaluation: 01 x clso-7-5 device of lot number c2032287 involved in this complaint was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing record review: prior to distribution all clso-7-5 devices are subjected to a visual inspection and functional checks to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2032287. A review of the manufacturing records for clso-7-5 of lot number c2032287 did not reveal any discrepancies that could have contributed to this complaint issue. Review of historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use (ifu0045), which accompanies this device, "refer to package label for minimum channel size required for this device." The product label states the guide wire size for use with this device is 0.035". It is known that a 0.025 inch wire guide was used with the device. There is evidence to suggest the user did not follow the IFU/label. It is also known from the available information that the incorrect wire guide was used with the replacement device to complete the procedure. ¿as per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance¿. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of use error was established. The user has not complied with the requirements of the IFU and/or label. From the information available, the user used a 0.025-inch wire guide instead of the required 0.035-inch wire guide. All design testing has been completed using a 0.035 inch wire guide. A 0.025 inch wire guide provides less support than a 0.035 inch wire guide, this may have led to misalignment, kinking or buckling causing the reported issue. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: CAPA-00022 ((B)(4)). Has been initiated from complaints related to user error, in practice a 0.025 inch wire guide was used. Summary: the user reported an issue with 1 unit of lot c2032287 of clso-7-5 device. The user reported when the doctor inserted clso, the stent was bent and it was not inserted. Confirmed quantity of 1 device, confirmed used. Investigation findings conclude a definitive root cause of use error was established. The user has not complied with the requirements of the IFU and/or label. From the information available, the user used a 0.025-inch wire guide instead of the required 0.035-inch wire guide. All design testing has been completed using a 0.035 inch wire guide. A 0.025 inch wire guide provides less support than a 0.035 inch wire guide, this may have led to misalignment, kinking or buckling causing the reported issue. Complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 18-sep-2025.